Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and the insulin pump had prime rewind anomaly. The customer¿s blood glucose was 340 mg/dl at the time of the incident and 205 mg/dl at the time of call. The customer treated with manual injection. The customer states the insulin was "squirting out" during the manual prime process. The customer also state the drive support cap was sticking out. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Compromised force sensor system alarm during the basic occlusion test due to loose or protruded drive support disk. Device passed the displacement test. Unable to confirm prime anomaly or perform the prime test, occlusion test and no delivery test due to compromised force sensor system alarm.